Event description:
It was reported that a request was made to review stored atrial tachy response (atr) episodes on this pacemaker. Technical services (ts) reviewed the data and noted farfield oversensing. Ts discussed reprogramming options to optimize blanking. This device remains in service. No adverse patient effects were reported.